Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a blood glucose reading of 522 mg/dl. The customer had ketones and was vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer did mention that the cannula was bent when the infusion set was removed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.